Event description:
It was reported that the patient presented in the operation room for a generator change. Interrogation showed that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition prior to the procedure. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient was discharged post-procedure.